Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of th is malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position. Cap looks clean and no signs of debris built up and not egg shelled.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.